Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. No contact information available. No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients undergoing unknown procedure. The reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: economic and clinical outcomes of cesarean deliveries with skin closure through 2-octyl cyanoacrylate plus polymer mesh tape versus conventional smooth sutures plus waterproof wound dressings. 30-day inpatient readmission 230. 30-day emergency room visit 839. 30-day inpatient readmission or emergency room visit 1040. 30-day other visit 855. 30-day overall any visit 1767. Cesarean wound surgical site infection and/or dehiscence 182. Cesarean wound surgical site infection and/or dehiscence, puerperal infection, endometritis, urinary tract infection, hematoma of the skin, cellulitis, and/or other unspecified skin infection 349. Cesarean wound surgical site infection 66. Cesarean wound dehiscence 130. This is for ethicon inc. A copy of the clinical evaluation form is being submitted with this regulatory report.